Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related non-conformances could not be performed. The device was reported as not available for return and investigation. Images and the physician's op report were provided; however, the investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported for a patient enrolled in an axiom sofast study, the bobby balloon was inserted at a low cervical location in the left internal carotid artery (ica) with successful placement and inflation. Upon deflating the balloon, suction was applied to the balloon during withdrawal. Control post-thrombectomy angiograms of the ica were performed, and a proximal carotid dissection where the balloon was located was noted, which was non-flow-limiting. During a close follow-up cta of the head and neck, the ica was noted to be fully occluded, which was managed medically and with observation, and the patient was started on aspirin. The patient¿s pre-procedure national institutes of health stroke scale (nihss) score was 15. The patient was evaluated 24 hours post-procedure follow up, and their nihss score improved to 12 and modified rankin scale (mrs) is 4, and reported to be in stable condition.

Event description:
Please see section h10 for investigation conclusion.

Manufacturer narrative:
Procedure note medical review: a detailed medical review of the procedure notes has been performed. Data review indicates that upon deflating the balloon and performing a control post-thrombectomy angiograms of the left ica, a proximal dissection was observed which was managed medically and conservatively with (aspirin) and physician observation. Procedure note medical review conclusion: a detailed procedure note medical review has been completed. Data review indicates that the post-thrombectomy angiograms of the left ica demonstrated a proximal dissection (where the balloon was located), event occurred during the performance of the procedure where the bobby balloon guided catheter was inserted at a low cervical location with reported successful placement and inflation of the balloon. Physician ordered conservative therapeutic medication management and observation of patient. Physician reported that the clinical status of the patient improved during the 24 post-operative follow-ups where the nihss score improved to 12 with a modified rankin scale (mrs) of 4. Imaging review: a multitude of angiographic images of the left ica in ap and lateral projections (cerebral and high cervical) are supplied in a single pdf file. A few ap and lateral left cca images (low cerebral and cervical) are also supplied at the end of the procedure. The first images show a bobby catheter positioned just beyond a curve in the proximal left ica, and the curve has been straightened by the catheter. There is a distal m1 occlusion from clot. There is stasis in the ica distal to the bobby, likely from vasospasm. Later in the procedure, the bobby is retracted to the more proximal ica; moderate to severe flow-limiting ica spasm is seen just distal to the bobby. The clot that was seen in the distal mca has been removed and the artery is open. The result of the thrombectomy appears to be tici 3, or 2c at worst. Later, the bobby is retracted to the distal left cca. There is irregularity of the posterior wall of the proximal ica, just distal to the carotid bulb, and an irregular intimal flap is seen (with contrast retention in the late phases of the angiogram), consistent with the dissection described in the report. The flow into the ica is very slow and I disagree with the comment in the report that says that the dissection is non-flow-limiting. No images are provided of the ica occlusion that was seen in the follow-up. From the images provided, it cannot be determined if the dissection was caused by the balloon inflation or by the navigation of the bobby across the curve of the proximal left ica. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): potential complications: potential complications include, but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Physician must be familiar with percutaneous, intravascular techniques and possible complications associated with the procedure. Balloon preparation: remove the balloon guide catheter by pulling it straight out from the dispenser tube without bending shaft. If resistance is observed, inspect the balloon guide catheter upon removal to ensure it is not damaged. Submerge distal balloon portion in heparinized saline. Do not reinsert a hydrated balloon guide catheter into its packaging. Use a syringe with heparinized saline to flush the working lumen. After flush is completed, detach the syringe. Prepare a 50-50% contrast solution. Warning: viscosity and concentration of contrast will affect balloon inflation and deflation times. Fill a 3cc syringe with contrast solution and carefully attach directly to a 3-way stopcock. Purge the 3-way stopcock and syringe of air. Connect the 3-way stopcock directly to inflation port without injecting contrast into hub. Ensure there are no bubble(s) in the syringe and stopcock prior to attaching to the hub. Hold balloon upright with one hand. Hold the attached syringe upright (pointing up) with the other hand and apply pressure on syringe plunger using thumb. If the balloon is initially inflated with air, then maintain constant syringe pressure. Maintain pressure and do not tilt the balloon until the contrast reaches the distal purge hole and the contrast has completely filled the balloon. Once the balloon has fully purged air out with contrast, inspect balloon for any damages, bubbles, irregularities, or leaks. Do not use if any inconsistencies are observed. Inspect the balloon guide catheter distal tip for any contrast leakage from air purge hole. If contrast leakage is observed, then discard unit. Deflate with 3cc syringe while distal tip is submerged in saline and let the pressure within the catheter equalize. Warning: do not attach any high-pressure devices to the balloon inflation port as this may rupture the balloon. Warning: do not inflate the balloon with air or any other gas while in the body. Warning: improper preparation may introduce air into the system. This may inhibit proper fluoroscopic visualization. Inspect shaft for any kinks. Do not use if any damages are observed. Remove the 3cc syringe. Prime a 1cc syringe filled with recommended 50/50 contrast solution and attach to 3-way stopcock. Attach a 20cc syringe pre-filled with approximately 2cc of recommended 50/50 contrast solution to the other port of the 3-way stopcock. With the catheter hydrated and balloon completely prepped, the balloon catheter is ready for use. Directions for use (refer to diagram for reference): attach a rotating hemostatic valve (rhv) to the working lumen of the balloon guide catheter. Set up a continuous saline flush line and connect it to the sidearm of the rhv. Insert a select catheter with guidewire into the working lumen of the balloon guide catheter. Ensure the balloon is fully deflated and advance a peel-away sheath over the balloon portion of the balloon guide catheter. Insert the guidewire/select catheter/balloon guide catheter system into the introducer sheath using the peel-away sheath. Insert peel-away sheath into the introducer sheath until it meets resistance. Advance the guidewire/select catheter/balloon guide catheter system to the desired location in the vasculature using fluoroscopic visualization. Warning: do not advance the balloon guide catheter or guidewire against resistance. If resistance is felt, assess the source of resistance using fluoroscopic means. Retract peel-away sheath from introducer hub and peel off of the balloon guide catheter. If aspiration is desired, remove saline flush and attach a 60cc syringe to the side port of the 3-way stopcock connected to the working lumen of the balloon guide catheter. Or prepare an aspiration pump and tubing kit per respective IFU. Remove the saline flush and attach the tubing kit to the side port of the 3-way stopcock connected to the working lumen of the balloon guide catheter. If using a clot retrieval device, remove any loading acquired during tracking of balloon guide catheter if needed. Slowly inflate the balloon until the desired diameter is achieved. Turn off the stopcock towards balloon guiding catheter hub. Warning: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Warning: always inflate and deflate the balloon while visualizing under fluoroscopy to ensure patient safety. Recommended aspiration procedure: apply vigorous aspiration to balloon guide catheter using a 60cc syringe or aspiration pump not to exceed -28 inhg and withdraw devices(s) such as clot retrieval device and microcatheter inside balloon guide catheter. Continue aspirating balloon guide catheter until clot retrieval device and microcatheter are fully withdrawn from balloon guide catheter. When deflating balloon, use fluoroscopy to ensure complete deflation prior to removal. After procedure is complete, slowly remove the balloon catheter. Note: if withdrawal of clot retrieval device and microcatheter into balloon guide catheter is difficult, deflate balloon and under aspiration of balloon guide catheter working lumen, simultaneously withdraw balloon guide catheter, microcatheter and clot retrieval device as a unit through introducer sheath. Remove introducer sheath if necessary. Investigation conclusion: a detailed procedure note medical review has been completed. Data review indicates that the post-thrombectomy angiograms of the left ica demonstrated a proximal dissection (where the balloon was located), event occurred during the performance of the procedure where the bobby balloon guided catheter was inserted at a low cervical location with reported successful placement and inflation of the balloon. Physician ordered conservative therapeutic medication management and observation of patient. Physician reported that the clinical status of the patient improved during the 24 post-operative follow-ups where the nihss score improved to 12 with a modified rankin scale (mrs) of 4. A multitude of angiographic images of the left ica in ap and lateral projections (cerebral and high cervical) are supplied in a single .pdf file. A few ap and lateral left cca images (low cerebral and cervical) are also supplied at the end of the procedure. The first images show a bobby catheter positioned just beyond a curve in the proximal left ica, and the curve has been straightened by the catheter. There is a distal m1 occlusion from clot. There is stasis in the ica distal to the bobby, likely from vasospasm. Later in the procedure, the bobby is retracted to the more proximal ica; moderate to severe flow-limiting ica spasm is seen just distal to the bobby. The clot that was seen in the distal mca has been removed and the artery is open. The result of the thrombectomy appears to be tici 3, or 2c at worst. Later, the bobby is retracted to the distal left cca. There is irregularity of the posterior wall of the proximal ica, just distal to the carotid bulb, and an irregular intimal flap is seen (with contrast retention in the late phases of the angiogram), consistent with the dissection described in the report. The flow into the ica is very slow and conflicts with the comment in the report that says that the dissection is non-flow-limiting. No images are provided of the ica occlusion that was seen in the follow-up. From the images provided, the investigation can determine if the dissection was caused by the balloon inflation or by the navigation of the bobby across the curve of the proximal left ica. Without the return and physical evaluation of the device, the investigation cannot determine if a condition exists that would have caused on contributed to the reported event.